Manufacturer narrative:
Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4), and was visually inspected. Results: visual inspection revealed the chamber dome was cracked along the base, below one of the ports. A dent was also found in the base. Conclusion: we were unable to determine the root cause of the fault observed. However, it is possible that the dent in the base caused stress on the chamber dome, which contributed to the cracking. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290v became damaged after it was released for distribution. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the dome and base of an mr290v vented autofeed humidification chamber. This was observed after 20 days of use. No patient consequence was reported.